Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: e initial reporter. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced. Stimulation was restored.